Event description:
Reporter reports that pump was brought to him with failure code 812:02. Reporter has no reports of failure code 812:02 occurring while in use on a patient. He does confirm that unit turns on with failure each time. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.